Event description:
Additional information was received indicating that the patient's lead is now extruding. This event will be reported under manufacturer's report # 1644487-2012-00663.

Event description:
It was initially reported that the patient was experiencing some adverse events including pain in her ear that would radiate down her neck, pain while swallowing, and lead protrusion. However the patient did indicate that she had been seizure free for 8 months. Additional information was received indicating that the protrusion was related to weight loss, and that the patient's pain was related to generator migration. The physician reported that the generator had migrated approximately 3-4 inches which was causing a lead pulling sensation and the pain. The pain was reported as constant and the patient was referred to a surgeon. Diagnostics were provided and were said to be within normal limits with a impedance of 2957ohms. The physician attempt to lower the patient's setting however this did not have an effect on the pain that the patient was experiencing. X-rays were performed and sent to the manufacturer for review. The generator could be seen in the left chest. The lead was intact at the lead pins. The lead pin could be visualized past the connector block and therefore appeared to be fully inserted. The filter feedthru wires were intact. There was a portion of the lead behind the generator that could not be assessed. Although a strain relief bend appeared to be present, the presence of a strain relief loop could not be assessed. Also, based on the quality of the image provided, proper placement of the visualized bend could not be determined. Two tie-downs were present. There were no acute angles or lead discontinuities seen in the visible portions of the lead body. The lead body did not appear taut across the patient's chest. Based on the x-ray images provided, a cause for the patient's pain, migration and lead pulling sensation could not be determined. Additionally generator migration could not be assessed as x-ray images prior to the reported migration were not received. Also, as the entire lead could not be assessed, an undisclosed issue in the non-visible portion of the lead could not be ruled out. Additional information was received from the surgeon indicating that he would try to reposition the generator and lead before proceeding with the replacement. The patient underwent surgery on (B)(6) 2012. During the procedure it was noted that the tie-downs did not appear to have been sutured appropriately and the surgeon did not feel that non-absorbable sutures were used when the patient was initially implanted. The surgeon freed a large portion of the lead in the neck that was taught. He utilized two new tie downs, and also re-secured the generator in the pocket. Diagnostics after the procedure were still within normal limits.

Event description:
It was reported on (B)(6), 2012 that the patient's generator has migrated again due to (B)(6) of weight loss. Additionally, it was reported that the patient was going to be scheduled for surgery to prevent future lead problems. It was reported that the surgeon plans on replacing both lead and generator to free up more lead if necessary. Further follow-up revealed that the surgeon used non-absorbable suture during the last surgery to secure the generator to the fascia. It was also reported that no trauma or patient manipulation occurred which could have caused or contributed to the generator migration. Surgery is planned, but not yet scheduled.

Event description:
The patient underwent generator replacement surgery on (B)(6) 2013. The new generator was connected to the existing lead.

Event description:
Further follow-up revealed that the generator was discarded by the explanting facility and will not be returned to device manufacturer for analysis.